Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) for the reported event of needle being bent. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used in the patient's trachea during a bronchoscopy procedure performed on (B)(6) 2014. According to the complainant, the excelon device was stuck in the scope and could not be withdrawn; therefore, the endoscope and the needle were removed together. Upon removal, it was noted that the catheter and needle were bent at a 90 degree angle where the device exited the distal end of the endoscope. Since the device was removed with the needle bent, the patient started to bleed from the lungs. The patient was intubated to prevent blood aspiration, but the bleeding reportedly resolved on its own. After reassessment by the physician, the patient was extubated as there was no active bleeding. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be fine.